Manufacturer narrative:
(B)(60. Medical product ¿ oss reinforced yoke, cat#: 150493 lot#: 971970, oss poly bumper lock pin, cat#: 150510 lot#: 281520, oss axle, cat#: 150480 lot#: 168980, oss tibial poly bearing 16 mm, cat#: 150412 lot#: 130400, oss poly femoral bushings 2pk, cat#: 150477 lot#: 570690, oss 7 cm seg ellipt femoral rt, cat#: 150356 lot#: 408600, oss non-mod tib plate long 71, cat#: 161043 lot#: 851940, oss cemented im stem 1, cat#: 150366 lot #: 121850. Customer has indicated that the product will not be returned [products retained by hospital] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04007, 0001825034-2017-04066, 0001825034-2017-04067, 0001825034-2017-04068, 0001825034-2017-04069, 0001825034-2017-04071. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported that the patient underwent an orthopedic salvage system revision procedure due to infection. It is unknown how long post-operatively the infection occurred, however it was under one year post-operatively. All components were removed, except for the im stem, until the infection cleared. The patient underwent a re-implantation procedure approximately six (6) months post-implantation.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No device or photos were received; therefore the visual and dimension inspection was not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Compatibility check identified no issues. Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. A definitive root cause cannot be determined with the information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.